Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed and reproduced reported error by performing a wash prime. Fse noticed lots of air coming from the wash valve of the bf3 wash syringe. Fse replaced the bf3 wash valve and performed a prime without errors. Fse successfully performed daily check and quality control runs without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2241] b/f probe 3 purge failure. Cause: the overflow sensor failed to detect liquid even after the washer was purged. Solution: air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to failure of bf3 wash valve.

Event description:
A customer reported getting error message "2241 bf probe 3 purge failure" on the aia-2000 instrument. The customer stated leakage was observed on top of the bf incubator. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh), luteinizing hormone (lhii) and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.